Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the problem was resolved by adjusting the electronic picture archiving and communication systems (pacs) digital intercommunication of medicine (dicom) ae title settings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was have problems with downloading images from an external source. No patient was present at the time of the event.

Manufacturer narrative:
A software analysis was initiated. Analysis found that the software of the navigation system functioned as designed as the reported behavior was the intended functionality of the software. If information is provided in the future, a supplemental report will be issued.